Event description:
It was reported that the patient was presented to a community hospital on (B)(6) 2022 with symptoms of diarrhea, right upper extremity (rue) swelling, and malaise. They also had positive blood cultures for enterococcus faecium and multi drug resistant (MDR) pseudomonas aeruginosa (psa). The ventricular assist device (vad) coordinators became aware of these results on (B)(6) 2022 and admitted the patient on (B)(6) 2022. The patient was initiated on daptomycin/meropenem/minocycline, and had positive blood cultures for psa and gram negative rods (gnr) without evidence of clearance to date. The patient was discharged with palliative antibiotic therapy and supportive care on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
This per was determined to be a duplicate to MFR # 2916596-2022-10963. The investigation findings will be submitted under MFR # 2916596-2022-10963.